Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to corroded keypad traces. The pump was received with a cracked case at the display window corner, missing o-ring at the reservoir tube, broken reservoir tube lip, cracked reservoir tube, minor scratches on the lcd window, and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's pump replacement assistant reported via phone call that his insulin pump has physical damage and a keypad anomaly. The patient's blood glucose at the time of incident is unknown. The insulin pump was returned for analysis and a replacement device was shipped to the customer.